Event description:
It was reported that the servo duo guard filter broke during use and caused a volume waveform change during ventilation. There was no patient harm. (B)(4). Ref# MFR 8010042-2013-00049.